Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) was successfully implanted in an (B)(6) male on (B)(6), 2011. One day later, it was explanted and the patient was referred for surgical repair of the defect.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) patient was found to have a large asd which was hemodynamically significant and underwent placement of an aso under tee guidance. The device was explanted due to a significant residual shunt observed after placement and on follow-up echocardiograms. The defect was closed with a patch and the patient was reportedly fine. Images and the surgeon's operative note were reviewed. Cd 1 and 2 contained post-procedure transthoracic echocardiograms (tte). Cd 3 was an intra-procedural tee. The dvd contained fluoroscopic images of the device being implanted and aggressive push-pull maneuvers (previously called minnesota wiggle) prior to device release. The tee showed a hemodynamically-significant asd that had caused right atrial and ventricular enlargement. The size of the defect was moderate to large for the patient's age. Chiari network was present in the right atrium. The posterior rim (in short-axis view) and the ivc rim had trabeculations and several small defects. The main defect, which was closer to the aortic valve, was large and dynamic in nature and measured about 11mm. In some views it was a little smaller. Balloon-sizing was not performed. Initially, a 10mm device was attempted. There was a residual shunt noticed in the retro-aortic area after the device was deployed. The 10mm device was removed and replaced with a 12mm device. The device seemed to be constricted and located high in the posterior part of the septum. The final placement of the device clearly showed a very constricted waist (much smaller than 12mm) and almost equal to the diameter of the 7f delivery sheath. A residual shunt was clearly seen in the retro-aortic area. Cds 1 and 2 contained ttes performed on the day of the procedure and the following day. Both cds showed a device whose edges were away from the aortic rim with a resultant shunt. The device was high in location in the 4-chamber view with a resulting shunt seen at the atrio-ventricular valve level in addition to the shunt seen in the retro-aortic area. The waist was constricted. The dvd showed a very aggressive minnesota-wiggle maneuver. According to agas medical consultant the following conclusions were drawn: sizing - the correct device size was selected for the defect. Anatomy - the patient had a complex atrial septum, chiari network and trabeculated posterior and ivc rims. Placement - the aso was not deployed in the defect that was measured. The device was deployed in one of the smaller trabeculations (small asd in the posterior and ivc rims). Hence, the waist could not expand and the device waist and the edges of the device discs could not reach the aortic or the atrioventricular valve rims. Per the surgeon's note, the trabeculations that were trapping the device were cut to create one large defect before a patch was placed. Had the device been deployed in the correct, large retro-aortic defect, it would have closed the main defect and other small adjacent defects. The decision to explant the device due to a significant, residual shunt in the retro-aortic and av valve area was correct.

Manufacturer narrative:
Device analysis: aga medical could not evaluate the product involved in this event since it was not returned to us. Status: aga has requested more information about this case including records and images. When our investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the event remains unknown.